Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. No information was found from this customer regarding to liberty cycler set been delivered. An investigation of the device history records (DHR) could not be conducted because the lot number was unknown and no information could be obtained regarding the liberty cycler set delivered to the customer in past 3 months. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during step 9 after ending their pd treatment. The peritoneal dialysis registered nurse (pdrn)reported that the patient was receiving a patient line is blocked soft alarm and an air detected in cassette alarm during drain 4 of 4 of treatment. The stay safe connector blue pin was not pushed in. The cycler was rebooted, but a power fail recovery failed alarm occurred. It is unknown at which point in therapy the leak may have begun. The pdrn reported that the cause of the leak was a damaged cassette. The fluid leak did not come in contact with the cycler. It was reported that an alternate treatment option was available. The cassette used by the patient was discarded and not available to be returned to the manufacturer. Additional information was requested, however; has not been provided.